Manufacturer narrative:
Device evaluation summary:the returned pump was subjected to external examinations, as well as, functional and electronics testing. The evaluation determined that a component was not operating normally. Based on the investigation, the reported event was confirmed.(B)(4)

Event description:
It was reported that the pt arrived at the pain clinic with potential withdrawal symptoms. When the pump was inquired, the programmer displayed several error messages. The pump was explanted on (B)(6) 2015 and was returned for eval.

Manufacturer narrative:
The device is being investigated at the mfg site. When the investigation is complete, a supplemental MDR will be filed. (B)(4).